Event description:
It was reported that the customer received a (B)(4) software anomaly alarm. Customer's blood glucose level at the time 123mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
(B)(4) software anomaly alarm confirmed in the history file due to corrupted history file. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window.